Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2158-50. Serial number: (B)(4). Batch/lot number: 13489894/13489894. Model/catalog description: linear lead kit 50 cm. Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 13616338/13616338. Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information could be obtained.